Manufacturer narrative:
The unknown stryker femoral head was also listed in this report. It cannot be determined which, if any of the reported devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including lot code information, x-rays and medical records) was requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "patient is being operated on today for infection. Patient has a well fixed stryker securfit stem in 6051-1340 (do not know the lot number) and a stryker femoral head. Zimmer cup and poly. Patient is receiving a prostolac from depuy for infection."